Event description:
It was reported that during implant, the lead exhibited unacceptable threshold. A lead anomaly was suspected. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal lead characteristics.